Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2011. It was reported that during an stenting treatment procedure the catheter would not cross the lesion. Access was obtained via the radial artery. The 85% stenosed, 22mm in length and 2.25mm in diameter target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 1.50x15mm apex balloon catheter leaving less than 50% residual stenosis. A 2.25x24mm taxus liberte stent was then advanced and was unable to cross the lesion. The procedure was completed with a 2.25x24mm non-bsc device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Struts at the proximal edge were raised distally. The proximal end of the balloon was bunched. The tip was slightly flared. Kinks were identified along the entire length of the hypotube. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use states that "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit". The most probable root cause is considered user error. (B)(4).